Event description:
It was reported that during implant of the right ventricular (rv) lead there was no sensing and low impedance measurement due to an apparent lead insulation malfunction. Therefore the rv lead was removed and not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and primary analysis revealed that the lead was stretched. The inner insulation was pulled apart due to overstress. Blood was present in/on the helix/lobe mechanism. Visual analysis revealed that the lead was damaged at implant.